Event description:
Spontaneous. Patient's hhrn (home healthcare registered nurse) reported patient needs a new curlin pump as soon as possible because the run to start button is not working. No missed dose or adverse event reported. Pump available for return. No further information. Frequency: daily for 2 days every 2 weeks. Reported to cvs/caremark by: health professional.